Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of a low battery alarm was confirmed during device. Evaluation. The assignable cause of the low battery was identified as an out of range battery. The battery was replaced to correct the reported condition. Should additional information become available a follow-up MDR will be submitted.